Manufacturer narrative:
Analysis was able to confirm the reported broken output connectors. The connectors were replaced. The firmware was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) output connectors required replacement. The epg was returned for service. There was no patient involvement.